Event description:
It was reported that during the implant procedure, it was difficult to insert the ventricular lead into the pulse generator header. Eventually the lead was inserted and secured, after lubricating the pin with mineral oil. The device function was good. The patient would be monitored regularly.

Manufacturer narrative:
.